Event description:
Customer reported that the touch screen had been less responsive. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up from technical support, and further information was unable to be obtained.